Event description:
Health professional reported: "10.0cm lap-band found to be leaking during revision surgery." "New lap-band ap small was implanted." Follow-up findings: surgeon noted "not sure what happened; patient has leakage about seven years after operating. Not able to fill up the band at clinic. Able to fill 5 - 6 mls of fluid (n-saline), there was no resistance at all and only able to withdraw 1 ml of n-saline fluid. During surgery, disconnected band from the access port and checked the band separately and with similar results. Therefore, the problem is with the band tubing. Replaced older band with aps, older access port left untouched, still with patient body."

Manufacturer narrative:
The product associated with this report has not been returned as the access port was not explanted, with the band and tubing. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."